Event description:
This is a report of constipation and peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. It was not reported if pd therapy was ongoing. The patient was hospitalized for the event. The cause of the peritonitis was constipation. On an unreported date, the patient received remedial treatment with injection fortum1gm (two bags) and injection amikacin 125mg (1st bag) route and frequency not reported. It was not reported if remedial treatment was ongoing. As of the time of this report, the patient remained hospitalized. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.